Manufacturer narrative:
(B)(4). A visual , dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device has not been returned at the time of this report. No photo for review provided. A device history record review shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation and determine the source of the alleged defect, it is necessary to evaluate the device involved in this customer complaint. However material from the production line was functionally inspected, and no issues were detected related to this customer complaint. If device sample becomes available at a later date this complaint will updated accordingly.

Event description:
Customer complaint alleges " the water is backing up in the oxygen line and the water is reaching her (the patient's) nose."